Manufacturer narrative:
Devices have been received and investigation is in progress. Synthes is unable to determine a manufacturing date without a lot number.

Event description:
Patient being treated for bilateral mandibular osteotomy had one orthognatic sagittal plate and two bicortical screws implanted on each side. Both plates broke post-operatively with segments becoming unstable which led to malocclusion and explanation of plates and screws (imf) was necessary.